Event description:
Additional information received.

Manufacturer narrative:
In b5:additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep stating that "I have received michael gray's old restore system and have ordered a return kit, I will update you all when I receive the return kit and get it mailed back to medtronic." Additional information was received from the rep stating that "the return kit should be arriving today, I will update you when I can get that sent out." Additional information was received from the rep stating that "in regards to michael grays restore product returns, the only things he gave me arethe programmer and the recharger. They, the hospital, discarded the restore ins when they replaced his battery with a new one. Do you still want the programmer and recharger returned?"

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from rep stating that"sorry for the delayed response. What return box would be best to return this equipment?".

Event description:
Additional information was received from rep stating they have remote, recharger/cables with them. Rep also mentioned that the battery was discarded at time of replacement and that they will return the products that they have and send tracking info.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they still had not received the wireless recharging equipment or heard from any reps in the area. Patient said they had issues with their back (bulging disc), knees, ribs, and their neck was screwed up. They will be going to a chiropractor but really wanted to have their implantable neurostimulator (ins) back working. The patient doesn't have access to a phone very often, so provided an emergency contact number (added to secure note). Patient mentioned they have a hard time travelling for long car rides due to their pain symptoms, so it's difficult for them to travel to doctor offices. Agent understood patient's ins was possibly over discharged, and may even be at eos depending on how many times they have reached an over discharged state. Agent followed up with reps, requesting a call be made to the patient to further investigate if the wireless recharger should be sent, or if patient will require battery replacement. Additional information was received from a manufacturer representative (rep). It was reported that the rep would be meeting with the patient to discuss next steps, as patient would prefer a non-rechargeable model. No replacement equipment will be sent at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The caller had a broken desktop charger (dtc) connector pin since a day or 2 ago. Pt stated they noticed the cord was broken because the recharger was not charging when plugged in. A replacement dtc was sent out. No symptoms were reported. Per additional information received on 10-oct-2024 from patient. They stated dtc was received but the cord does not plug into the recharger (insr) port because the prongs are bent inside the port and they did not see that before. Pt stated they have about half implantable neurostimulator (ins) charge. Agent reviewed process for insr replacement to wireless charger. Agent sent email to manufacturer representative (rep).

Manufacturer narrative:
B3: event date is approximate. Month and year confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6)2024 information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostim ulator (ins). The reason for call was to contact a field rep. The caller indicated that the patient presented to their office on (B)(6)2024 and claimed that they needed to have their system fixed. The caller was calling to have someone meet with the patient in their office. The caller read from a note that said two pieces are broken, shocks not lasting well, needs new external unit. The caller indicated that the patient does not have access to a phone so can't easily call patient services. The caller was not with the patient. Tss reviewed information about replacing external components and contacting a field rep. The caller will follow-up with the patient. 2025-feb-03 additional information was received from the patient (pt). Pt reports they have a tentative appointment with a neurosurgeon on (B)(6) 2025. Pt reports their "battery wouldn't charge/went dead/trying for almost 2.5 months to remedy/2 cords broke/want non-chargeable battery (replaced+old one removed)". Patient reports to continue any communication through mail as they don't have a phone yet.

Manufacturer narrative:
B5 has been updated to include information previously captured in 3004209178-2024-23038 as it was determined that this information p ertains to this report instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep stating that they returned was all the equipment that was given to them and that they do not have any other equipment of patient to return.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt), patient was replaced with a nonrechargeable system. The patient's battery was replaced with a non-rechargeable battery on (B)(6) 2025. Patient claimed old battery had been dead for awhile now after being unable to recharge. Rep do not have his old system so they would believe that it is still with pt. That is all the information rep have on this issue. Rep have received the pt ins system and have ordered a return kit; rep will update all the information when they receive the return kit and get it mailed back to manufacturer.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received that,patient has scheduled a meeting with wvu neurosurgery to have the ipg possibly upgraded to a recharge free system. Rep is awaiting for the date.